Manufacturer narrative:
Pump received with cracked and bleeding liquid crystal display glass noted. Unable to perform any test due to missing segments and bleeding liquid crystal display glass.

Event description:
The customer reported insulin pump was damaged at screen. The customer¿s blood glucose level was 240 mg/dl. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.